Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the readings kept on showing low. She felt her lips were shivering and her fingers were falling asleep. The patient did not self-treat the symptomatic urgent low cgm value. She and her spouse decided to go to the hospital since she had no fingerstick to compare. When in the hospital, her cgm still showed low and her bg was 236 mg/dl. She was kept in the hospital for hours for observation until her readings were stable. The symptomatic hyperglycemia was treated with insulin via IV. There was no documentation of further medical evaluation or intervention. At the time of the report the next day, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.